Event description:
The pt experienced a shocking sensation described as a 'lightening bolt' while attempting to recharge her implantable neurostimulator. The pt placed the recharger antenna over the battery, pressed the 'start charge' button and experienced a shock focused in the pocket over the implantable neurostimulator. This was the first and only occurrence of shocking. The shock was stronger than a static shock. The recharger was not plugged in at the time. The neurostimulator was turned back on, and no changes had occurred. The pt was sent a new recharger. Additional info has been requested. A f/u report will be submitted if additional info becomes available.